Manufacturer narrative:
Upon completion of the investigation it was noted that the burr was seen on the device when returned. Based on the evaluation from the supplier it was determined that it is likely that the machining process did not remove the material. A review of the device history records could not be reviewed as the lot number was not made available. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the sharp piece of metal came off the threaded side of the trocar as the doctor was using it to tunnel through the scalp. As a result it cut through his glove and into his hand. The doctor was treated at the hospital and has fully recovered.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.